Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text : device not returned.

Event description:
The customer reported to philips that the charger caught fire. It was plugged in and there may have been water around it and it shorted out. It smelled like there was fire, they then called the fire department and the fire department took the charger with them. There was no harm to the patient or property damage reported.